Event description:
It was reported: during the attempt to impact the cage by stroking with a hammer, the cage slipped from the inserter. The inserter caused a vessel damage with loss of blood. Additional blood bottles had to be applied. After the bleeding was stopped the surgeon tried the same procedure with the same cage and instruments. The cage slipped again from the inserter.